Event description:
It was reported that the patient presented in clinic with an alert for low, out of range, hv lead impedance. Further review showed that, a possible output circuit damage message associated with attempted appropriate therapy. The device was also found in back up vvi mode and have migrated, causing the right ventricular lead to dislodge. The device was explanted and replaced when capacitor maintenance was unsuccessful. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The reported field events of low hv lead impedance and output circuit damage were confirmed in the laboratory. The device was tested on the bench and a high voltage output transistor was found to be damaged. The root cause of the damaged output transistor could not be determined.